Manufacturer narrative:
Investigation results: the complaint of needle retraction issues could not be confirmed from the representative 22g insyte autoguard units that were received in sealed packaging from lot #5252921. A functional test revealed that the needles fully retracted without resistance or delay when the safety mechanism was activated. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the reported issue could not be confirmed, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needles are not retracting. 18539245 needles are not retracting and they are not safe to use.